Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #55811015545, 510k #k122433, UDI (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with compression fracture and underwent posterior spinal fixation. Post-op, the screws were broken. Fixation was performed at l2/4 (1 above 1 below). After the operation, two screws installed at l2 (screws of 5.5 mm) were broken. The broken screws were both removed. Correction was performed on the patient by using trauma device. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately 3 threads down from the base of the bone screw neck. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with some indication of multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw. This type of damage is consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.